Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) asian male patient had impella cp optical pump inserted in the right femoral for acute myocardial infarction (ami) with shock. The patient¿s right leg pulses were faint then gone, patient was brought to the cath lab and a distal perfusion catheter was placed, issue did not resolve and the patient needed further support so cp optical pump was removed and 5.0 pump was inserted. At the time of the vascular closure a fogerty balloon was used to remove any thrombus at the access site then the following day the patient received a below the knee amputation (bka) to the right lower extremity (rle).